Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports an urgent care visit on (B)(6) 2014. Customer went to urgent care due to a urinary infection and high blood glucose of 500 mg/dl. Customer was treated with a four hour intravenous drip. No further information provided.